Manufacturer narrative:
Product complaint # (B)(4). Correction: this product was reported in error. No patient death, serious injury or evidence of reportable product malfunction occurred. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened. Investigation summary ==> the device associated with this report was not returned, thus the reported event could not be confirmed. The investigation could not verify or identify any product contribution to the reported event with the information provided. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. (B)(4) reports that the coupling between t-handle and locking bolt wrench was damaged during normal use. No surgical delay. The device associated with this report was not returned. Unsuccessful attempts were made to try to obtain information on what kind of damage. Review of the as400 found the provided lot number so2002678 was placed into distribution on january 31, 2012. With no instrument returned and no more information, no root cause can be determined for this specific instrument. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated.

Event description:
No information received for the instrument to be stripped/worn. Coded back to damage unspecified.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the coupling between t-handle and locking bolt wrench was damaged during normal use. No surgical delay.